Event description:
The physician used a cook endoscopy six shooter saeed multi band ligator for an esophageal banding procedure. During the procedure, the last bands would not deploy. An injury to the patient did not occur; no additional medical procedures were required due to this occurrence.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. After a review of the complaint history, we can advise the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. We can provide the following comments: difficulty with band deployment can occur if the endoscope accessory channel is compromised, perhaps from a previous accessory channel repair. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use for this product line contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The additional information provided with this report indicated the endoscope used in this case had not been repaired. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment.